Event description:
It was reported that, "used impactor to final seating of tibial insert and one side broke off."

Manufacturer narrative:
Add'l info has been requested, and if available, it will be submitted in the supplemental report.